Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm during the load sequence. The alarm number was unable to be verified. There was no reported impact to customer's blood glucose level. Customer reloaded the cartridge onto the pump and successfully resumed insulin therapy.